Manufacturer narrative:
Additional information: during the index procedure, one resolute onyx des was implanted in the cx and one in the lad. Event occurred on the same day of the index procedure. Sponsor assessed the event as not related to index device or antiplatelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter and facility information corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted to treat a lesion. Cec adjudicated that the patient suffered a non-q-wave mi of the cx (target vessel) and a side branch occlusion.